Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient on (B)(6) 2010 as part of the (B)(4) study clinical trial. On (B)(6) 2012, the stent was removed as part of the per-protocol stent removal. A post-study stent removal cholangiogram showed that the stricture had resolved. An endoscopic retrograde cholangiopancreatography (ercp) procedure showed a stricture reoccurrence at the original stenting site. On (B)(6) 2012, the patient underwent an endoscopic intervention for treatment of the recurrent stricture and three plastic stents were placed. On (B)(6) 2012, the patient was discharged from the hospital.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient on (B)(6) 2010 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. On (B)(6) 2012, the stent was removed as part of the per-protocol stent removal. A post-study stent removal cholangiogram showed that the stricture had resolved. An endoscopic retrograde cholangiopancreatography (ercp) procedure showed a stricture reoccurrence at the original stenting site. On (B)(6) 2012, the patient underwent an endoscopic intervention for treatment of the recurrent stricture and three plastic stents were placed. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
A visual examination of the returned device revealed that only a deployed stent was returned. The stent had been cut longitudinally and it was noted that the retrieval loop had partially detached from the stent. Several holes were present in the stent cover and it appeared as though dried blood was present at several locations inside the stent cover. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the (B)(4) study protocol. There are potential complications listed in the dfu that describe the clinical results of stricture reoccurrence. Therefore, the most probable root cause classification is anticipated procedural complication, since the event is due to a known physiological effect of the procedure noted within the directions for use (dfu).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the investigation, if there is any further relevant information from that review, a supplemental report will be filed.